Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck on initializing device even after reboot. The field service engineer (fse) re-imaged the med station using a new solid state drive, upgraded the version from 1.6.1 to 1.7.4, reconfigured the network settings, updated speed and duplex to 100 half, registered the device in remote support service and set it to managed, configured the med app to auto-launch, and reseated the power cable on the es fridge router unit. The med station came online, and the customer was able to log in and access the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, screen was stuck on initializing device even after reboot. The customer reported that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this incident.